Event description:
During the initial implant procedure, the right ventricular (rv) lead was unable to be implanted at the left bundle branch. Repositioning was attempted, but the helix of the rv lead was unable to be extended. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.